Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-apr-2024, the patient reported that the infusion set was ripped from her body while working with student. No further information available.